Manufacturer narrative:
A steris service technician arrived onsite to inspect the 3085 sp surgical table and was unable to duplicate the reported event. No repairs were required, and the table was returned to service. Based on the description of the reported event and the technician's inspection, it is likely that the ac power cord was not properly connected resulting in the loss of power to the hand control and causing the reported event to occur. When the main hand control did not respond to commands, user facility personnel should have utilized the auxiliary override system. The operator manual states (5-1), "the amsco® 3085 sp¿ surgical table is equipped with auxiliary override systems that can be actuated at any time and that will allow table operation in the event of primary control malfunction." The operator manual further states (7-1), "no power to pump motor; table will not articulate. - possible cause and corrective action 1. Table unplugged (electric-powered table only)-plug in." The technician counseled user facility personnel on the proper use and operation of the 3085 sp surgical table, specifically utilizing the manual override controls. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their 3085 sp surgical table would not respond to hand control commands. The patient was moved to a different table causing a procedure delay. The procedure was completed successfully. No report of injury.